Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 108 mg/dl. The customer¿s blood glucose was unknown at the time of the incident and current blood glucose was 141 mg/dl. The customer had symptoms such as vomiting. The customer was treated in the hospital. The customer does not allege pump was under delivering. The customer was wearing the pump less than 48 hours prior to the hospitalization. The customer was assisted with high pressure test and was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The product will not be returned for analysis.